Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately ten years and eleven months post index procedure, the aneurx stent graft had a type iii fabric endoleak. The patient was asymptomatic. The type iii fabric endoleak appeared to be at the bifurcation of the aneurx bifurcated stent graft. The physician elected to implant two 16x156 endurant stent graft limbs bilaterally and artificially raised the flow divider by 1 cm. The procedure was completed successfully and an angiogram revealed that the endoleak had been resolved. The physician felt that the cause of the type iii fabric endoleak was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.